Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information were unsuccessful therefore the cause of the event cannot be determined.

Manufacturer narrative:
Attempts to retrieve additional information and device are in process. A supplemental MDR will be submitted if additional information is received. Without receipt of the device or additional information, the cause of the event cannot be determined. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. (B)(4). Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 27mm aortic valve was explanted after an implant duration of one year, seven months, due to unknown reasons. The explanted device was replaced with a 27mm aortic valve. Usage card indicated bypass graft coronary on-pump using venous graft(s) and arterial graft(s) single vein graft.